Event description:
A customer contacted beckman coulter, inc. (Bec) to report the coulter lh 750 hematology analyzer intermittently generating false positive nucleated red blood cells (nrbc) during the period from (B)(6) 2011. The customer provided instrument printouts for five (5) different patients. Each of the patient sample results had instrument generated r flags. Erroneous results were reported out of the laboratory. Patient specimens were repeated and 0% nrbc values were obtained. The customer did not provide rerun printouts. Additionally, no nrbcs were observed by a manual scan. Corrected reports were sent out. This report represents the result generated on (B)(6) 2011. No death, injury, or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Sample collection and storage information were not provided. The field service engineer (fse) indicated that the white blood cell (wbc) histogram was shifted noticeably to the left, with lymph population starting at about 35fl. Fse noted heavy brown buildup seen on internal electrodes. Fse bleached internal electrodes (white blood cell & red blood cell), ran latex particles and adjusted wbc aperture voltages up. Wbc histogram then shifted back to the right to its normal position. Patient samples were run and nrbc values were 0%. Per labeling, all nrbc% results > 2 and < 15 will be flagged with an r symbol. Beckman coulter, inc. Recommends a slide review as per your individual laboratory protocol. The presence of this flag does not affect the correction of the white blood cell count in the presence of nrbcs. Related mdrs: 1061932-2011-02417, 1061932-2011-02419, 1061932-2011-02420, 1061932-2011-02431, 1061932-2011-02434. As part of a retrospective review, this event was determined to be reportable.